Manufacturer narrative:
This reported event and subsequent repairs were investigated through the service repair process. Failure data and parts-used information were reviewed for the sap and trackwise files and found relevant to the service repair. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The database showed no quality notifications were opened for the device. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. CAPA reference : (B)(4) the customer stated that there was no patient involvement.

Event description:
(B)(4). Recalls required: ***according to sap, this unit requires syr/pca gripper recall 2017-dom. This unit is in the date range for this recall; the claws stick in the open position and do not return automatically. ***affected.*** ***replaced lower housing. Replaced claws/gears as needed. ***recall completed.*** ===repairs completed: (**cad: nobill**) plastics replaced: front case, rear case. Other repair completed: tube drive sleeve (scored), tube drive wiper seal (cracked). Iui's (both corroded), module latch (worn actuator). ===maintenance actions completed: calibration, pm. No sku change required. ===tamper seal: void: opaque dark blue seal on unit. Not damaged. (B)(4).